Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of a colleague infusion pump with a 807:05 failure code was confirmed during product evaluation, but not duplicated. No repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a colleague pump returned to baxter technical services where error 807:05 was reported during bio med testing. There was no patient involvement. There was no patient injury or medical intervention associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90.